Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device showed the charge-pak and attention icons in its readiness display. During device evaluation, physio observed that the device would power on, but would then power off again after a few seconds. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to an internal hlc battery from the analog pcb assembly, designator bt2, no longer holding a charge. The hlc battery bt2 was also nearly completely depleted, which led to the reported issue.